Event description:
The distal tip of the subject device could be recovered from the patient. There was no further complication to the patient.

Manufacturer narrative:
This is a supplemental report to provide additional information. On july 18th, 2019, olympus medical systems corp. (Omsc) received additional information regarding event description. Described in b5.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip was came off from the device as reported. There was an evidence that the adhesive was applied properly to all around the distal end. The device history record was reviewed and found no irregularities. Based on the evaluation result, omsc assumes that this event occurred due to the following mechanism. The distal tip was deformed for unspecified reason. An adhesive between the distal tip and the basket wire peeled. The distal tip was detached and fell off. The above device handling has warned in the instruction manual as follows. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lithotrity, the subject device was used. In the procedure, the distal tip of the subject device was detached and fell inside the patient. The intended procedure was completed with another device. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the distal tip.